Event description:
On (B)(6) 2012 the patient/lay-user's husband contacted lifescan (lfs) alleging that his wife was experiencing a missing lancets issue with her one touch ultramini meter kit. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported that the alleged issue with the subject meter began on (B)(6) 2012 at 9 pm. He stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue at 9 pm she had more food and/or drink. It is unknown if the patient developed any symptoms due to the alleged issue. The patient's husband reported that at 9 pm, emergency medical services treated her with IV glucose. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the lancets were not missing after all. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.